Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2013 when it was reported that the vns patient has decided to hold off on revision for a while. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(4) 2012 it was reported that the vns patient has high impedance and no symptoms. X-rays were received and reviewed. The generator is unable to be visualized in the left chest and hence it is unable to be assessed if the generator appears to be in a normal orientation. Due to the images received, it is unable to be assessed if the lead pin appears to be fully inserted into the connector block. It is unable to be assessed if the filter feedthru wires appear intact and if the lead wires appear intact at the connector pin. There did not appear to be a gross discontinuity in the portions of the lead that could be visualized in the images provided. Good faith attempts for additional information from the physician were unsuccessful. Although surgery is likely, it has not occurred to date.